Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure to treat the proximal right coronary artery (rca) lesion pre-dilation was done and then a xience v 3.5 x 12 mm stent was deployed at 16 atmospheres. There was a good flow achieved but after withdrawing the sds, it was noted that there was a flow limiting dissection distal to the stent. The dissection required treatment with another xience v 3 x 8 mm stent to cover the dissection. The end result was good timi iii flow. Though requested, no add'l event or pt info is available.